Event description:
It was reported that via a remote monitor transmission the patients right ventricular (rv) lead triggered a lead integrity alert (lia) due to increased sensing integrity counter (sic) and high rate non-sustained episodes. Potential intermittent rv oversensing was also noted. Information received on the remote transmission was reviewed by qualified personnel. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.